Manufacturer narrative:
The urea/bun reagent lot number and expiration date were not provided. The field service engineer found that the cause was due to a leakage in the rinse tubing. He replaced the tubing and verified that the instrument was performing within specifications. The service actions performed by the engineer resolved the issue.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with urea/bun assay on a cobas 8000 cobas c 502 module. Initial result: 35 mg/dl. Critical results obtained on a different test prompted the repeat of the sample. No questionable result was reported outside the laboratory. Repeat result: 53 mg/dl (tested on a different cobas c 502 module). The repeat result was deemed to be correct.